Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the e360 ventilator generated a battery backup alarm. Patient involvement information was not provided by the customer. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider checked the ventilator and found that the ventilator worked well on battery power with no battery backup issues. The ventilator was tested on test lung and found its working normally.